Event description:
It was reported that a homechoice device experienced a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. There was nothing reported that would have caused or contributed to the alarm. The technical services representative assisted the care giver in clearing the alarm and advised them to have the patient complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.